Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was found that patient's atrial lead exhibited far r oversensing. Lead dislodgment was also suspected. No intervention was done there were no patient consequences.